Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a procedure performed on (B)(6) 2010. According to the complainant, the physician attempted to place a non-bsc stent in the pancreatic duct. Before the non-bsc stent was out of the scope, the physician noted that the hydrajagwire's floppy tip separated. The fragment was not removed from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected manufacturing site.

Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.